Event description:
During preventive maintenance testing being performed by the hosp biomed. Dept, the air sensor of the infusion pump did not detect the presence of air with an empty IV tubing. There was no pt involvement.

Manufacturer narrative:
Evaluation results: the infusion pump has been tested by baxter healthcare. The air sensor of the pump did not detect the presence of air in the IV tubing. The device utilizes an ultrasonic sensor, were air should transmit the signal poorly and stimulate an air alarm. With this device the ultrasonic signal being received by the sensor with an air filled IV tubing did not reach the threshold for initiating the alarm. The cause for this occurrence has not been determined. This report and the customer's report of multiple occurrences of infusion pumps being affected is very unique and appears to be isolated to this hospital. This hospital performs self service. Improper servicing was clearly determined to be the cause with one of the other infusion pumps evaluated. This and other potential causes are being further investigated.